Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy with their scs system. Diagnostics indicated high impedances on the left octrode lead. As a result, surgical intervention took place on (B)(6) 2025, wherein the left lead was explanted and replaced to address the issue.